Event description:
It was reported, "surgeon reports via our clinical department about pain in flexion, poor rom of 80? And pain while patella is pressed on."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.